Event description:
It was reported that during a procedure for a right middle cerebral artery aneurysm, the physician advanced the subject stent. During stent deployment, the proximal end of the subject stent had already been deployed and shifted to the proximal aspect of the aneurysm orifice. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.